Event description:
A customer's daughter reported an issue with the customer's freestyle blood glucose monitor and it was replaced by adc customer service. While waiting for the replacement product, the customer was not monitoring their blood glucose. As a result, she reported vomiting, feeling shaky, and hallucinating. She reported experiencing a loss of consciousness. Paramedics were called, and the customer was transported to a local hospital where glucose tablets and an IV treatment were administered to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported discarding their product and will not be returning it. If additional information is received, a follow up report will be filed.